Event description:
It was reported that during a port placement procedure, the catheter tip was allegedly found to be torn. It was further reported that the leakage was allegedly found in the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2024).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port isp implantable port kit was return for evaluation. Visual, tactile and functional evaluations were performed. The complaint sample appeared to be clean. No breaks or splits were noted on the catheter. The catheter was patent to both infusion and aspiration without issue. No leaks were noted. Therefore, the investigation is unconfirmed for reported fracture and fluid leak. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 01/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the catheter tip was allegedly found to be torn. It was further reported that the leakage was allegedly found in the catheter. The procedure was completed using another device. There was no reported patient injury.